Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: date of birth is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with 250cc mentor memorygel breast implants experienced sickness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2020-00011 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 6/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Additional information was received on 6/4/2020, patient experienced defective device as per mechanical failure not specified with the device. Reason for explant: generalized illness and defective device. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/22/2020. Device evaluation summary: according to the information provided, the patient experienced symptoms of generalized illness. A mechanical failure not specified with the device was also reported. During the visual evaluation of the product, some wrinkles were observed on the shell. Also, the button looked to be deformed. Leak test was performed, in accordance with mentor procedures, and no leak sites were detected. According with manufacturing investigation these wrinkles will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, it was reported that an african american female patient who underwent primary breast augmentation with 250cc mentor memorygel breast implants also experienced toxic orbs in body, swollen lymph nodes protruding from neck, anxiety, swollen ankles, tingling in arms and legs, joint pain in hips and fingers, rash under armpits and chronic headaches post procedure. As a result, patient has a planned explantation on (B)(6) 2020. Patient's date of birth, ethnicity, race and date of event was provided. Reason for explant: generalized illness manufacturer¿s reference number (B)(4).